Event description:
It was reported to medtronic minimed that the customer experienced pump error 43 (an error in the motor was detected by reading an unexpected value from the hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1886 was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed the self test, however, constant pump error 38 alarms noted during rewind. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Pump¿s history and trace files downloaded successfully using thump software. Pump error 38 confirmed in the pump history/trace files on 08/18/2025 at 18:48:48.000. Pump was cut open to perform visual inspection and found corrosion damage on the motor. Test sc1-cap locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, and keypad overlay texture damage. Unable to verify alleged pump error 43 alarms due to constant pump error 38 alarms during rewind. Pump error 38 alarms confirmed during rewind and in the pump history/trace files due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.